Event description:
Information received by medtronic indicated a low blood glucose level of 49 mg/dl. It was unknown if the customer was using the insulin pump's automode feature. Troubleshooting was declined. No further patient complications were reported. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.